Manufacturer narrative:
This report is submitted on january 14, 2019, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequently the device was explanted on (B)(6) 2018. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Analysis of the device indicates a device failure this report is filed on june 03, 2019.